Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bbl¿ chromagar¿ candida medium that the colonies of candida krusei and candida tropicalis were not the expected color. There was no health impact or consequence reported.

Event description:
It was reported while using bd bbl¿ chromagar¿ candida medium that the colonies of candida krusei and candida tropicalis were not the expected color. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: d4. Unique identifier (UDI) #: (B)(4). Investigation summary - during manufacturing of material 254093, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. All batches are tested prior to release and results reported on the certificate of analysis which can be obtained at www.bd.com/regdocs. Chromagar candida is stability tested biennially for biological performance to ensure satisfactory performance throughout shelf life with the organisms that are reported on the certificate of analysis. All performance testing on this batch was satisfactory at the time of release. The complaint history was reviewed, and no other complaints have been taken on batch 4092705. Retention samples for batch 4092705 were not available for inspection. No returns or photos were received for the investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for performance.